Event description:
Violent pt on the ward. The pt has to be physically subdued and restrained. Still, the pt was flopping and squirming around. Numerous staff were holding the pt so pt wouldn't break the needle off or stick someone. After giving the first injection rptr gripped the locking mechanism and forcefully pulled it to the locking position. The locking sleeve came completely free from the syringe. Luckily rptr did not get stuck. Rptr states: "this is a safety hazard."